Manufacturer narrative:
Device evaluation of monitor (B)(4) and battery packs (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation of the monitor, the c1 capacitor had shorted, inducing damage to the d1, l1, and l2 components on the computer / analog (ca) board. In addition, upon evaluation of the battery packs, the f1 fuse was open in both battery packs. The excessive current from c1 shorting in the monitor had caused the f1 fuses to open. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor or battery packs.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on with either battery pack.